Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] 2 burns on my stomach that are very severe/this product not only burned holes into my stomach but also created selling around the wounds [thermal burn] , wounds [wound] , using you heat wraps for over 18 years to assist with my severe endometriosis [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at an unknown dose to assist with her severe endometriosis. The patient medical history and concomitant medications were not reported. The patient stated that she had been using heat wraps for over 18 years to assist with her severe endometriosis and she had never had issues with it getting too hot or causing changes to her skin. She'd worked them for the allotted ours, followed all recommendations and she never saw any issues. But saturday the patient used a menstrual pad, didn't have it on for even half the recommended time, in a spot that her jeans could not squish it against her skin and when she took it off, she was swollen, irritated and 2 burns on her stomach that were very severe on an unspecified date. The patient stated "I had pictures for you". This product not only burned holes into her stomach but also created selling around the wounds. She was very disappointed this happen and in much discomfort and disappointed this happen because it was causing great discomfort and made her worried about using future products. The action taken in response for the events for thermacare heatwrap was unknown. The event outcome was unknown. According to investigation results from product quality complaints, the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (31may2019): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of "swollen, irritated and 2 burns on her stomach/discomfort" and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "swollen, irritated and 2 burns on her stomach/discomfort" and wound as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] 2 burns on my stomach that are very severe/this product not only burned holes into my stomach but also created swelling around the wounds [thermal burn], was swollen, irritated [swelling], was swollen, irritated [skin irritation], it's causing great discomfort [discomfort], wounds [wound], using you heat wraps for over 18 years to assist with my severe endometriosis [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at an unknown dose to assist with her severe endometriosis. The patient medical history and concomitant medications were not reported. The patient stated that she had been using heat wraps for over 18 years to assist with her severe endometriosis and she had never had issues with it getting too hot or causing changes to her skin. She'd worked them for the allotted "ours," followed all recommendations and she never saw any issues. But saturday, the patient used a menstrual pad, didn't have it on for even half the recommended time, in a spot that her jeans could not squish it against her skin and when she took it off, she was swollen, irritated and 2 burns on her stomach that were very severe on an unspecified date. The patient stated "I had pictures for you". This product not only burned holes into her stomach but also created swelling around the wounds. She was very disappointed this happen and in much discomfort and disappointed this happen because it was causing great discomfort and made her worried about using future products. The action taken in response for the events for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn, swelling, skin irritation, wound and discomfort as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn, swelling, skin irritation, wound and discomfort as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device.